Manufacturer narrative:
The 17mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
According to the initial information received, the patient underwent closure of a 15.8mm septum secundum asd under ice guidance uneventfully. The septum looked very well, balloon sizing was not performed and a 17mm amplatzer septal occluder (aso) was used. The previous eco/tee measured a 14mm defect with a good border. A week later, on routine echocardiographic follow-up, it was discovered that the aso had embolized to the proximal descending aorta. The patient was completely asymptomatic. The aso was recaptured via the right femoral artery with a snare technique and evaluated again. Balloon sizing was then performed which measured a 20.2mm defect. A 24mm aso was subsequently placed without problems and the patient was noted to be doing okay. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.